Event description:
It was reported the patient was not receiving adequate stimulation in her pain areas. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the patient's lead was explanted and replaced with another model which resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.